Event description:
The initial reporter alleged questionable results for the elecsys anti-hbc ii and elecsys anti-hbs assays for one patient sample tested on the cobas e 602 module. The analyzer gave the following results: the anti-hbs was less than 2 (negative), and the anti-hbc total was 0.82 (positive, low signal). The sample was sent to an external laboratory for additional testing using the abbott method. The results were as follows: anti-hbs was 22.7 (positive, with a limit of 11.5), and anti-hbc total was 0.17 (negative). Testing with a siemens method also yielded negative results for anti-hbc total. The unit of measurement was not provided.

Manufacturer narrative:
The analysis was performed on a cobas e 602 analyzer (serial number: (B)(6). The investigation was limited as the patient sample material was not available for further analysis. Based on the information provided, two external methods (abbott and siemens) yielded negative results for anti-hbc total, suggesting the possibility of a false-positive result with the elecsys assays. A definitive root cause for the reported event could not be determined.